Manufacturer narrative:
The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test and no low battery alarm noted. No moisture damage was found on the electronics assembly noted. The insulin pump was received with corroded battery tube and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer's blood glucose was 298 mg/dl at the time of incident. The customer stated that the battery compartment and spring was corroded. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.